Manufacturer narrative:
It was reported that the user was "sitting in the kitchen when the front wheels broke off of the rollator and knocked him into the seat. Customer stated he went to urgent care and he does have a concussion". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Front wheels broke off of the rollator and knocked him into the seat."